Event description:
The physician reports performing cataract surgery with implantation of the crystalens using the crystalsert lens injector. At the time of surgery there was no indication of a problem with the lens haptic, however, at one day postoperatively, the superior haptic had dislocated out of the capsular bag because it was bent. Intervention was performed to remove the damaged/dislocated iol and exchange it with another crystalens. The patient's prognosis is excellent. Reference MDR #2031924-2010-00093.

Manufacturer narrative:
The lens injector was returned to b + l and subjected to visual examination. The tip of the nozzle was bent. Observed foreign matter inside of nozzle tip and loading area, presumed to be viscoelastic. It should be noted that the device was used beyond its labeled expiration date. (B) (4).